Event description:
A surgeon reported that a patient's cornea (descemet's membrane) was injured by a sharp edge on the cartridge of the delivery system.

Event description:
Additional info provided by the surgeon indicates the pt is doing well and no additional treatment was required.